Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level reached 20 mmol/l (360 mg/dl), while wearing the pod for approximately 48 hours. They reported the pod leaked insulin and they were unsure if the cannula was properly inserted in the infusion site (abdomen). As treatment, a new pod was applied.